Manufacturer narrative:
(B)(4). Pump passed the displacement test but prime/fill anomaly alarm during rewind the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime/a33 and excessive no delivery alarm due to loose drive support disk. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had rewind was slow and taking longer to prime. No harm requiring medical intervention was reported. The insulin pump was received no delivery alarm when trying to bolus. The device will be returned for analysis.